Event description:
Caller reported that insulin gauge displayed a different amount than expected, and the issue had been recurring. There was no adverse impact to the customer's blood glucose level. Cts educated caller to use room temperature insulin when filling the cartridge, and caller acknowledged understanding of this guidance. Caller chose to continue using the current cartridge without loading a new one and was advised to follow up if necessary, being encouraged to load a cartridge with cts assistance for resolution.